Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Reported false positive faint pink line false positive sars results (unknown quantity and dates of testing) for 1 asymptomatic consumer. The consumer communicated the result was confirmed by alternate testing method (method unknown) and was not able to provide further details or clarification.